Event description:
It was reported that the patient experienced an access site hematoma. Four days after a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure using a faradrive sheath the patient required surgical evacuation of a right-sided groin hematoma. It was noted that there was quite a bit of sheath insertion and removal during the procedure, and it was unknown which sheath caused the hematoma or why the onset of it was so delayed. A second surgery was also performed to surgically repair the site of the hematoma. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.